Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, upon crossing the lesion, the mid shaft of the stent was broken. The device was pulled out and the procedure was completed successfully with no patient complications were reported.